Event description:
It was reported that during a system revision procedure, the physician found an insulation anomaly on the atrial lead. It was noted that a stay suture was tied around the lead. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).